Manufacturer narrative:
The technician installed a brake steer upgrade kit and replaced head right and foot left brake casters and the head end hex rod to resolve the issue.

Event description:
The account alleged the brake casters would ratchet side to side if stretcher was pushed while in brake mode. No pt impact.